Manufacturer narrative:
This product was received and tested by technical services and the failure was duplicated. The "no image" was caused by a monitor button overlay failure which prevented the unit from turning on. The back shell of the monitor had cracks forming near the screw holes and was replaced. The baton had damage on the camera window causing a blurred image and was replaced. The returned device was repaired and returned to the customer. Additional part used: glidescope avl video baton 3-4, catalog: 0570-0313, sn: (B)(4).

Event description:
The customer reported that during a patient procedure, using a glidescope avl monitor, no image was being displayed. There was a full battery charge, the baton was connected and the led lights were on. A delay in the procedure of unknown duration occurred as a back-up avl device was obtained. No harm to patient or user was reported.